Event description:
Edwards reviewed the medical article from (B)(6): "predictors and clinical impact of thrombosis after transcatheter mitral valve implantation using balloon-expandable bioprostheses", corresponding author dominique himbert from bichat claude bernard hospital. Data from 130 patients who underwent tvmi between july 2010 and september 2019 in one center. Sapien xt (until 2016) and sapien 3 were used. The default approach was transseptal. The following events were identified: 9 patients with an unknown edwards thv valve required intervention with a second valve. The type of intervention was unknown. It was stated that the thv valve did not have thrombosis.

Manufacturer narrative:
The date of the event is unknown. Therefore, the first day of the month ((B)(6) 2010) of the article date range was used as the occurrence date. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. Despite requests for information, no additional information was provided. In this case, 9 patients with an unknown edwards thv valve required intervention with a second valve. There is insufficient information to determine the root cause.